Manufacturer narrative:
Product analysis summary: a sheath and stylette were loaded on the device. The sheath had moved proximally on the device. It was not possible to remove the sheath and stylette. The device was placed in the waterbath to aid removal of stylette. The stylette was then removed but it was not possible to remove the sheath due to the deformed stent. Stretching was evident to the mid-section of the stent which resulted in the distal and proximal stent wraps positioned over the markerbands. Deformation was evident to the stent wraps with struts raised and stretched. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion exhibiting 87% stenosis located in the distal right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient is reported to be alive with no injury.